Event description:
Pt called our on-call services because the baxter 6060 ambulatory pump was beeping "malfunction 18". The nurse was unable to clear the screen so we sent out a new pump for the patient to use. We found out the following day that malfunction 18 is a motor safety failure - the motor is running while trying to do a self test. We will be sending the pump off site to integrated medical services.